Manufacturer narrative:
Qn#(B)(4). Corrected data: section b.1.- 'adverse event' selected. Section b.2.- 'required intervention' selected. Section h.1.- corrected to 'serious injury'.

Event description:
Customer complaint alleges the device overfilled with water and overflowed into the high flow tubing during use on a patient. It was reported that the patient did drop heart rate and saturations while being disconnected from the high flow. No patient injury was reported.

Manufacturer narrative:
(B)(4). The device was reported discarded by the user facility, and therefore not available for evaluation by the manufacturer. A device history record review could not be conducted since the lot number was not provided. Record review of functional test process of current production of smart concha no sterile ip-5041ns batch 74l1801876 was conducted, and no issues were observed that can lead to the defect reported. Customer complaint cannot be confirmed based only on the information provided. To perform a proper investigation and determine the source of alleged defect reported it is necessary to evaluate the sample involved. Root cause is undetermined. No corrective action can be established. Teleflex will continue to monitor customer feedback for complaints of this nature.

Event description:
Customer complaint alleges the device overfilled with water and overflowed into the high flow tubing during use on a patient. No patient injury was reported.